Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional. D9: device returned to MFR ¿ additional. D9: date device returned ¿ additional. G3. Date received by manufacturer - additional. H2: additional information /device evaluation. H3a device evaluated by mfg - additional. H3b: evaluation included - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred on 02-03-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).